Event description:
It was reported a boot was implanted on the day of report which had an expiration date of (B)(6) 2013 and it was during a deep brain stimulator (dbs) stage 2 procedure. They had inquired about the risk and potential issues with sterility. It was further reported no intervention was taken. The patient did not present with any problems and they would see the physician in one week after report for a wound check and would be monitored at that time.

Event description:
Additional information received reported the expired boot was distributed by the manufacturer representative who brought it in from their car trunk along with the boot that wasn¿t expired. The nurse had picked up the expired one and didn¿t read the date as they usually do per their protocol and so they took responsibility. It was noted everyone was in a hurry because it wasn¿t on their deep brain stimulator (dbs) cart. The manufacturer representative had to go outside the operating room to their car to get the boot. They had checked the date on the unexpired one and assumed the other boot was good. It was ¿not a good assumption¿. The patient was doing well with no problems.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu _unknown_lead, lot# unknown, product type: lead; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient recovered without permanent impairment.